Event description:
User reported that the needle appeared to have slashed the catheter and upon removal approximately one inch of the distal portion of the catheter remained in the patient. Unsuccessful in retrieving remainder portion of catheter from patient.

Manufacturer narrative:
Evaluation - a review of our manufacturing records was performed and revealed no non-conformities related to this defect. Ten retain samples were inspected visually under magnification looking for similar issues, no damage was observed in the catheter. The process was reviewed to identify possible areas were the catheter may have been damaged, concluding that manufacturing process doesn't affect the catheter. The customer provided three pictures for investigation. Visual inspection shows that length of the catheter is only 7 mm, the complete piece should measure 1 1/4". History shows if the cut have a v-shape, this type of damage indicates that the tubing has been punctured / sliced during the insertion process with a sharp object such as introducer needle. Our instructions for use cautions against reinserting / manipulating (redirection) of the introducer needle during the insertion process. It also indicates that the user advanced the catheter and the needle together to assure full catheter entry into the vein lumen. Premature advancement of the catheter tubing may cause the introducer needle point to perforate the catheter tip. The damaged segment may become lodged in the wall of the vein and, if tension is applied, may sever the catheter tip. Section 4.2 from instruction for use: "never reinsert the introducer needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce/or sever the catheter. If venipuncture is not successful, discard both the needle and the catheter after engaging the safety mechanism." Review of our complaints database reveals no other reports on this device lot number.